Event description:
During a galaxy-assisted biopsy procedure performed for a clinical trial patient, moderate bronchial hemorrhage occurred. The physician deployed a balloon tamponade to control the bleeding, after which the procedure was completed without further issues. The patient was admitted overnight for observation and no additional complications or interventions were reported. No malfunctions were reported. Attempts to gather additional patient demographics were unsuccessful.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned for investigation because it had been discarded, and manufacturing record review confirmed that it passed final qa/qc release checks. Video review identified no use errors or system malfunctions. The procedure followed standard biopsy workflow, though limited camera clarity made it difficult to directly visualize the onset or progression of bleeding. The physician did not attribute the bronchial hemorrhage to the galaxy system, stating it was most likely due to the highly vascular nature of the lesion. This assessment is consistent with the clinical presentation and with the successful use of balloon tamponade to control the bleeding. Video review further supports this conclusion, showing no device-related abnormalities and confirming expected system performance throughout the case.